Manufacturer narrative:
Investigation summary: one video was received by our quality team for evaluation. From the video, leakage was observed from the injection port on the patient¿s arm. Based on the video, the probable root cause for the reported condition of this complaint is due to the valve issue that was related to eto sterilization. A product recall was initiated for venflon pro safety products sterilized using eto sterilization in may 2021. The customer should take necessary action to identify, quarantine, and destroy any of the impacted lots left in their inventory. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked from the injection port during use. The following information was provided by the initial reporter: "failure of the injection port." Via bd investigation: "one video was received by our quality team for evaluation. From the video, leakage was observed from the injection port on the patient¿s arm."